Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. This device was not previously returned for service. The database showed quality notifications were opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure and previously not returned for the servicing which correlates to the customer reported issue. CAPA for review; (B)(4). The customer stated that there was no patient involvement. A chr (complaint history record) review in the trackwise was performed for the sn (B)(4) which confirmed that no similar complaints with the same or related failure mode.

Event description:
(B)(4).

Event description:
01/02/2018 02:12:33 rfc_repairs (rfc_repairs) po for (B)(6) . 01/11/2018 09:32:51 (B)(6). Tamper seal broken. 01/11/2018 09:43:33 (B)(6). Repairs waiting for parts: tc10006078, and tc10003937. 03/06/2018 12:21:34 (B)(6). Replaced barrel clamp sizer, barrel clamp, handle, flange gripper, iuis, rear case, front case. Device calibrated and pmed. 03/07/2018 07:54:24 (B)(6). (B)(4).